Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was initially reported to the manufacturer in january 2023 and described as a small corneal injury with symptoms of pain and foreign body sensation and treatment with antibiotics. There was no indication of serious injury or interventions. In february 2022, further information was received from the treating eye care practitioner. It was reported that the patient had pain, slight stinging or burning sensation and foreign body sensation in the left eye (os) after instilling a new lens on (B)(6) 2022. Information provided indicates that after removal of lens, foreign body sensation and stinging increased. The patient rinsed the eye with saline solution and sought medical treatment. Examination identified severe epithelial staining; the patient was diagnosed with a deep central /paracentral corneal erosion that the eye care practitioner indicates will result in a central corneal opacity. The patient experienced a temporary decrease in visual acuity that the practitioner indicates will not result in permanent reduction in visual acuity. The patient was prescribed floxal eye drops and ointment and bepanthen (clotrimazole) ointment. The practitioner indicates that the patient temporarily discontinued contact lens use for fourteen days but the incident is resolved as of (B)(6) 2022. This event is being reported due the indication of a permanent central opacity and medical interventions required to treat a central corneal injury.